Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they turned on the programmer and communicator yesterday ((B)(6) 2024, their day of implant) and they weren't feeling any stimulation and there was no difference in their symptoms so after "awhile" of "messing with the external devices" (patient stated the communicator blue light finally went "blue," they were able to connect after some time and increased the stimulation from 1.5 ma to 1.9 ma. The patient stated that during the trial, it was an immediate improvement in terms of how much leakage they had, but since implant, they've not seen any symptom improvement and that today was no different since they made the increase so they wanted to try to increase the stimulation again however they've been unable to connect to their settings currently at the time of the call. Patient stated they kept getting 'device not responding.' Patient services reviewed external device function with the patient and the patient was initially getting 'device not responding.' Patient services had the patient move the communicator over to where their implant site was and patient stated they felt they were over the ins site but they were also going over a bandage. Patient received 'device not responding' again. Patient services had the patient move away from the emi that was nearby and so the patient moved to a different room and the patient was able to successfully connect to see their settings. External devices were functioning as intended at the time of the call. Patient services reviewed therapy expectations with the patient as well as programming and stimulation considerations and battery longevity considerations. Patient services reviewed also that given the patient was just implanted, it might be good to monitor their symptoms for a bit first before making any changes and redirected the patient to follow up with their hcp if they still had therapy concerns after monitoring their symptoms. Patient stated they wanted to go back down to their initial 1.5 ma and monitor their symptoms for a bit first before trying to make another change. Patient stated they were supposed to see their health care provider (hcp) in a few days so they'd monitor their symptoms at this initial level and follow up with the hcp about making future changes if they still had concerns. Documented reported event. No further action was taken by patient services. Additional information received stated that the patient stated the therapy is not working for them at all. Patient stated the day after they had the implant done they figured out how to do it and increased the stimulation because they could not feel anything. Patient said they never felt anything and it never had any effect anyway. Agent walked patient through how to connect to his implant. Patient was able to connect and make an adjustment. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider on the (B)(6). Additional information received from patient on 2024-aug-29. They said that their issue of therapy not working was not resolved. Patient mentioned that they had an appointment on (B)(6) 2024, with health care professional (hcp) / personal assistant (pa) to take further action.